Event description:
Customer stated a blood glucose test was taken and the result was 408mg/dl. The cusotmer stated they felt dizzy and called the doctor. The customer was advised to to to the emergency room. 1.5 hours later the hospital received a result of 185mg/dl. Unknown if controls were in range. A request was made for the suspect device and replacement product was sent.